Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a reagent performance issue is not indicated. The alarm trace showed multiple abnormal aspiration, sample short, and probe-sucking alarms around the time of the event. The field service engineer (fse) found that the ise valves were not holding samples in the ise measuring path along with some drifting and air. The fse replaced multiple valves and performed ise checks successfully. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 2 patient samples on a cobas 6000 c (501) module. On (B)(6) 2023, sample 1 had an initial na result of 177 mmol/l and an initial cl result of 74.8 mmol/l. The na was repeated twice and the results were 140 mmol/l and 139 mmol/l. The repeat cl result was 105.2 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. On (B)(6) 2023, another sample was collected and the initial na result was 122 mmol/l and the initial cl result was 127.2 mmol/l. The cl result was reported outside of the laboratory. The sample was repeated on another c501 analyzer and the na result was 144 mmol/l. The sample was repeated again on a blood gas analyzer and the na result was 146 mmol/l and the cl result was 109 mmol/l. The repeat results were deemed correct. The na electrode lot number is z18 and the expiration date is 26-apr-2023. The cl electrode lot number is t84 and the expiration date is 25-mar-2023.